Manufacturer narrative:
(Device used in the superficial femoral artery). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: irregular sheath splitting/difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the superficial femoral artery after an interventional procedure. Reportedly, no audible click was heard during step 3 (advancement of the thumb advancer and clip delivery); however, the number "3" was present in the window. The sheath had split irregularly. An unsuccessful attempt was made to remove the device using the access ports to release the locking mechanism. The safety release button was used to disengage the locator wings and the device was removed. After the device was removed the clip was found to be at the end of the device entangled with the sheath and the sheath splitter. Hemostasis was achieved using manual compression. There were no adverse patient effects. No additional information was provided.